Manufacturer narrative:
An additional aortic tag thoracic endoprosthesis (ctag) item number tgu454515 also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent elective endovascular treatment of an symptomatic chronic dissection in zone 2, which extended to zone 5. The tevar indication was pain. The primary entry tear was located in zone 3. Two conformable gore® tag® thoracic endoprostheses (tgu454520 and tgu454515) were implanted within zones 4 and 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 43mm, zone location was not identified. Staged surgical bypass of the left carotid artery (lca) and left subclavain artery (lsa) was also successfully performed with complete coverage of the lsa. Post procedure complication for the patient was reported to be spinal ischemia. The patient was transferred to the intensive care unit where it was reported placement of a spinal drain, no transfusion was performed. No additional complications were reported and on unknown post operative day(s) pod 6 the patient was discharged to home. The patient underwent follow up visits on unknown post operative day(s) pod(s): 275 on an unknown date, approximately pod 275, follow up imaging reported a proximal type I endoleak. No additional treatment was reported for the patient.